Manufacturer narrative:
Concomitant medical products: 507645 lead, implant on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a steady tone is sounding intermittently from their implantable cardioverter defibrillator (ICD) for the past six weeks. Their clinic told them it cannot do this unless it is a magnet. This only happens at home in their bedroom mostly and sometimes in the bathroom. The patient stated they have a watch with a magnetic clasp, and they put it directly over the ICD the magnet tone did not sound. They have slept with the watch off for one night and it still sounded when they were in bed. The patient stated that they have a sleep number bed, but they have had that bed for the past six years and it has never done this until six weeks ago. The patient also stated that it is making them crazy and even waking them from sleep. The patient has discussed this with their physician and had a device check done. Also, the clinic had them send a remote transmission and said it was fine. The ICD remains in use. No patient complications have been reported as a result of this event.